Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm. The customer was advised to perform a fill, which resolved the alarm. The customer verified there was no presence of blood in the helium tubing, no external kinking, and all connections were secure. It was noted that the alarm would only sound when the pump settings were changed from 1:2 to 1:3. The getinge representative reviewed the clinical areas that possibly contributed to the alarm with the customer and suggested that the alarm was likely caused by a combination of those circumstances. The customer lowered the augmentation by two bars and therapy was continued without further alarms. The iab will likely be removed after a few more hours of weaning protocol. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).